Event description:
A report was received that a pt's ipg was turning on and off on its own. The pt also reported difficulty charging the device. After multiple attempts to troubleshoot the device the pt was still experiencing these symptoms. A bsn field clinical engineer met with the pt and determined that the ipg was not functioning properly. The pt's precision system will be explanted.